Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unit received with corroded battery tube and corroded motor home switch. No damage to battery cap noted.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was at unknown the time of incident. Customer stated that the insulin pump was not exposed to moisture. Customer states the contacts on the battery cap missing. Display did not return after pump restart. The insulin pump will be returned for analysis.